Manufacturer narrative:
Investigation: defect: leakage past the stopper (leakage when withdrawing). No samples or pictures have been received for investigation. Since lot number is unknown no retained samples can be evaluated. DHR cannot be reviewed since the lot number is unknown. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures ((B)(4)). Process; visual inspection: printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet. With the info available no further investigation can be done and the root cause cannot be determined.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd syringe disposable ¿ 30ml luer lock syringe leaked during use. No reported medical intervention or serious injury.